Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient had a follow-up spot scheduled with the physician on (B)(6) 2017.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the flipped ins remains unknown. The patient's weight at the time of the event was reported. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. The rep stated that the patient¿s implantable neurostimulator (ins) flipped in (B)(6) 2016. Additional information was received from a rep on 2017-apr-04. The rep stated that the patient had a revision for their flipped implant in the past. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.